Event description:
Pt receiving c-pap therapy on the referenced medical device. Unbeknownst to staff, the plug connecting the unit to the electrical outlet became disconnected. The machine went into back-up battery operation and continued to provide therapy to the pt until the charge was exhausted. When the pt's oxygen saturation went below the unit's established panic value, the unit alarmed. The situation was immediately corrected and the pt recovered without injury. The machine was pulled and sent to engineering for testing. Following the testing process, the machine was permanently retired from service and replaced with another machine of a different design.